Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked case at display window corners, cracked reservoir tube, cracked reservoir tube window, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed an error when the customer tried changing their infusion set. The customer's blood glucose was 81 mg/dl. The drive support cap was recessed. The discontinuation of the device was advised. Nothing further was reported.